Event description:
Physician/surgeon accessed the left common femoral artery with micropuncture needle and an 8-french long 45 cm sheath was placed. He upgraded the right common femoral sheath to a 7-french long sheath. He used ebu 4 guide for the left main engagement and 8-french al1 guide for the right coronary artery engagement. Thereafter, heparin bolus was used for anticoagulation. A run through wire was extended and then surgeon went in with turnpike catheter. He continued wire manipulation and was able to get some into the proximal cap of the artery. It was very difficult to figure out where the wire was going even with the retrograde injections. It was thought to going into the mid right coronary artery and then to the distal right coronary artery wire. Good progress was made and then it was stopped. It was thought to be in the distal right coronary artery before going to the distal cap. The turnpike would not go down; 1.2 mm push balloon and balloon angioplasty was performed. It did make some difference, but would not traverse through the heavily calcified proximal right coronary artery. The strategy was changed and got a 0.9 mm laser atherectomy catheter and proximal right coronary artery. Went in with a laser atherectomy; however, from the mid right coronary artery could not make progress even with the laser going through three different strengths. At that point we stopped and decided to see if I could get a retrograde channel. After laser atherectomy, the surgeon went in with an antegrade attempt (still with turnpike catheter). At this point, the turnpike catheter would not pass through. As surgeon took out this turnpike catheter, it did shear the wire and a part of the run through wire tip was left in. It was initially thought to be in the right coronary artery, but it was a branch of right coronary artery and was not the distal right coronary artery. Since it was a branch, the surgeon left the wire fragment there because there is no way to go and get it snared since we can not even get the turnpike or balloon through the mid right coronary artery to progress. The surgeon went in with a choice pt extra support and whisper guide wire and engaged the third septal branch using the sion wire and turnpike catheter. Attempted to see if he could ride the septal branch into the distal pda, but was unsuccessful. After a few attempts, he tried to concentrate back into an antegrade effort. A pilot 200 wire was used, but again was not quite sure if making any headway into the right direction. At this point, he decided that if he kept trying further there will probably run into more complication than anything else. He had used 3.7 gy of radiation. Surgeon stopped at this point and decided to get a cardiothoracic surgery consultation and then make a further decision regarding a revascularization strategy.